Event description:
Reported dur to partial stent deployment. Thephysician attempted to place a xact stent into the bifurcation of the right common carotid and the right internal carotid arteries. The target vessel was described as being "nonety (90%) percent stenosed and calcified." The vessel size was five and a half mls (5.5mm) in diameter and twenty (20) mm in length. Reportedly, the physician encountered "difficulty deploying the first xact stent" and the device "only partially deployed." The physician withdrew the device and attempted to deploy it outside the pt's body. After applying "a lot of force" in his attempt to deploy the device, the device "cracked and broke." The physician used two other xact stents to complete the procedure. Reportedly the pt "did fine after the procedure". The pt was discharged home in 2006. This event did not pr0long the pt's hospitalization.